Event description:
It was reported that during the implant attempt, when the device was connected to the right ventricular (rv) lead, the impedance measured high. It was noted that there may have been a possible header issue. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.